Manufacturer narrative:
Visual inspections were performed on the returned device. The reported bent guide was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported bent guide; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle devices after a peripheral intervention procedure using a 6fr sheath. Reportedly, during use, the guide of the prostyle device "twisted" where the black and silver parts meet, with both prostyle devices. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with the same reported issue referenced is filed under a separate medwatch report number.